Manufacturer narrative:
(B)(4). UDI#: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a reverse total shoulder arthroplasty, end of the impactor plate fractured. No adverse event has been reported as a result of this malfunction.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Th complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the strike plate had fractured from the handle. The device shows wear from use along with impact marks on both the handle and the strike plate. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.